Manufacturer narrative:
The device was not returned for analysis. Based on the reported information, there is no allegation that a malfunction or deficiency of the device occurred during the mechanical thrombectomy procedure. Based on the reported information, there is no evidence suggesting that the device was defective, but rather procedure and patient condition related event. Distal emboli and hemorrhages are known inherent risk of endovascular procedure and are documented in our device¿s instruction for use (IFU). However, the exact caused remains unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review of ¿thrombectomy in patients with anterior circulation ischemic stroke" (ja e-sang oh, seok-mann yoon, jai-joon shim, jae-won doh, hack-gun bae, kyeong-seok lee). There were 8 symptomatic intracranial hemorrhages (ich) that occurred post the intervention. There was no device malfunction.